Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the spinal davf embolization, the marathon catheter fractured. Liquid embolic used was phil (microvention, (B)(4)) liquid embolic agent. Upon completion of the procedure, its was attempted to remove the marathon catheter from the vessel, unfortunately, the catheter had embedded inside the embolic material and fractured. Approximately, 15 cm of the distal section of the catheter was left inside the patient. Clinician aware before procedure that this catheter does not have a detachable tip - patient woke with no symptoms the vessel anatomy was severe in tortuosity. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter flushed as indicated in the IFU. The amount of reflux is unknown. The devices were discarded at the site.